Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy ii drug eluting stent was selected for use to treat the lesion. The device was advanced and was inflated, however, the physician then realized that the artery was not stented as the stent scaffolding had been pulled out with the stylet and the stent came off the delivery system outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with the distal & proximal stent ends receiving minimal damage compared to the mid-section portion of the stent where severe damage and stretching is evident. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy ii drug eluting stent was selected for use to treat the lesion. The device was advanced and was inflated, however, the physician then realized that the artery was not stented as the stent scaffolding had been pulled out with the stylet and the stent came off the delivery system outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.